Event description:
The customer reported a high blood glucose level of 580 mg/dl, which required hospitalization and admission to the intensive care unit, cause was unknown. The customer was treated with intravenous fluids of saline and insulin, which resolved the issue. There was no reported injury or permanent damage from the event. System check with tandem technical support confirmed the pump was functioning as intended.